Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2017.   According to the complainant, during preparation, the clip was noted to be bent; however, the resolution clip was still used inside the patient but the clip failed to release from the tissue. The procedure was completed with another resolution clip device.   There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.